Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion at infusion set tubing event on 01-jul-2024.the blood glucose level was 450 mg/dl at the time of event therefore, the patient was treated with correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples 10/10 were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection according to version. 17 sample of the contact detach, neria multi, and trusteel models - sampler for contact, contact detach, neria multi document functional test 1: (version.9) quality specification document for the flow test of steel products batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 80/6tcap 10pk int was manufactured under system application product (sap) code 1726021 and manufacturing lot number 6003196 on 07-sep-2023. 30,000 final units in the machine 10 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.